Event description:
Note: this manufacturer report pertains to the first of two devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2012-01892 for a description of the second device. A complaint was reported to boston scientific corporation on a gemini stone retrieval basket used during a procedure on (B)(6) 2012. According to the complainant, during the procedure the basket stopped opening and closing. A second of the same basket was used, and that one also stopped opening and closing. The physician had retrieved enough stone fragments with the second basket before it malfunctioned to complete the procedure. It is unknown if there was a stone in either of the baskets when they failed to open. There were no patient complications as a result of this event.

Event description:
Note: this manufacturer report pertains to the first of two devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2012-01892 for a description of the second device. A complaint was reported to boston scientific corporation on a gemini stone retrieval basket used during a procedure on (B)(6) 2012. According to the complainant, during the procedure, the basket stopped opening and closing. A second of the same basket was used, and that one also stopped opening and closing. The physician had retrieved enough stone fragments with the second basket before it malfunctioned to complete the procedure. It is unknown if there was a stone in either of the baskets when they failed to open. There were no patient complications as a result of this event.

Manufacturer narrative:
Analysis of the returned gemini stone retrieval basket revealed that the basket was partially opened when received. The basket wires were present and attached, and the basket itself was bent. The sheath was detached but remained on the wire sub-assembly. The outer sheath was torn approximately 2mm from the distal end of the black strain relief and demonstrated signs it was buckled on each side of the tear location. The sheath was buckled approximately 57.5cm from the distal end and the outer sheath was kinked in several locations along the working length. There was a torque mark present on the handle cap indicating the application of the torquing process and the handle cannula was visible through the handle. A functional evaluation was performed and when the handle was actuated, the basket would not open and the torn area of the sheath would spread. The sheath was removed from the wire sub-assembly with no resistance except for when it passed the buckled areas. The luer and handle cannula were removed from the handle and the wire sub-assembly was kinked in several places near distal end of the handle cannula. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. During manufacturing, the devices are 100% inspected for device functionality/integrity. The defects identified on the device were most likely due to some operational or anatomical aspect encountered during the procedure; therefore, the most probable root cause for this complaint is operational/physiological context.